Event description:
A user facility reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility confirmed the blood leak was internal and occurred mid-treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was noted to be visually observed on the dialysate side of the dialyzer. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has been placed back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
The customer returned one dialyzer from the reported lot for evaluation. During gross visual examination, a potted fiber fragment was observed at approximately 10° with the ports at 0° on the cavity ID end. The fiber fragment was approximately 0.36mm in length. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample. During the lot history review it was noted that there was no other complaint reported against the lot. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The event was confirmed based on the sample evaluation; the returned sample was scrapped after evaluation. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility confirmed the blood leak was internal and occurred mid-treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was noted to be visually observed on the dialysate side of the dialyzer. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine has been placed back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.